Event description:
Pt reported post-op pain. It was detected that she had a small fracture in her sub troch area.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.